Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: accolade plus tmzf hip stem #6; cat # 6021-0637; lot # 33149904 primary tritanium hemi cluster hole cup 54mm; cat # 502-03-54e; lot # unknown v40 cocr lfit head 40mm/-4; cat # 6260-9-040; lot # mjlwv6. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's hip due to infection. All components were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.